Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The investigation is completed. The customer reported suction loss during treatment. The interface was exchanged and the treatment was completed. The logfile for this event was requested, but has not been provided without logfile the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported suction loss during lasik flap creation. The treatment was completed successfully. Additional information has been requested.